Event description:
The customer called and reported receiving multiple no delivery alarms. Customer received two alarms on the afternoon before this report and once on the morning of the report. The customer's blood glucose at the time was 180 mg/dl. During troubleshooting, customer stated insulin did exit during a fixed prime. He was advised to remove the infusion set and the cannula was found not to be bent. Customer was advised to change the entire infusion set and continue on insulin pump therapy. It was also noted that the customer's blood glucose in the morning was 358 mg/dl, which he treated with the insulin pump. At the time of this report, his blood glucose was 193 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.